Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/12/2024, it was reported by a sales representative via phone that an ar-9145-36 peripheral locking screw would not lock. This occurred during a reverse total shoulder procedure on (B)(6) 2024 when the screw would not lock into the plate. The screw was removed and replaced with an ar-9145-30 which worked accordingly. There was no delay.